Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 31 mm edwards valve underwent a valve-in-valve procedure after an unknown implant duration due to mitral stenosis. The tmvr was performed with a 29 mm valve. The procedure was successful. It was reported that the patient was in stable condition. No additional information was provided.

Event description:
Edwards received notification that this patient with a 31mm edwards valve underwent a valve-in-valve procedure after approximately 11 years due to moderate-severe mitral stenosis and moderate mitral regurgitation. The patient presented to the ed with worsening dyspnea and shortness of breath. Tee revealed severe stenosis with a 23 mmhg gradient at baseline and moderate mitral regurgitation. A tmvr was performed with a 29mm valve. The patient was transferred to the ICU. The procedure was successful and the patient was in stable condition. Post tmvr, tee showed a 2 mmhg mitral gradient with trace mitral regurgitation. Repeat tte showed no mitral regurgitation. The patient was discharged home with home health care on pod #6 in stable condition.